Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left anterior descending (lad). After a 3.5x33mm xience alpine drug-eluting stent (des) was implanted successfully, a fracture was noted and a vessel dissection occurred. Therefore, the dissection and fractured stent was treated with another xience alpine des and the procedure was completed. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.